Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one segment of digital video depicting a 4fr d/l powerpicc sv catheter. The depicted device was inserted into the arm of a patient. The sample was flushed and leakage was observed emanating from the suture wing/catheter shaft joint. While leakage was visible in the submitted video segment, inspection of the video was insufficient to identify the cause of the leakage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include sharp instrument contact and material fatigue. Evaluation findings are in section h.11.

Event description:
It was reported by healthcare professional "I proceed with sterile technique, hand washing before, healing PICC located on the right forearm, previously covered with a transparent dressing which shows bleeding and drainage. The insertion site is inspected, finding no signs of infection, if there is evidence of a leak in the catheter, immediately proceed to notify the doctor on duty, who indicates that it be removed and placed in the central venous catheter, waiting for it to pass for removal of PICC. It is necessary to remove the power PICC and insert a new PICC device."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reev3244 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported by healthcare professional "I proceed with sterile technique, hand washing before, healing PICC located on the right forearm, previously covered with a transparent dressing which shows bleeding and drainage. The insertion site is inspected, finding no signs of infection, if there is evidence of a leak in the catheter, immediately proceed to notify the doctor on duty, who indicates that it be removed and placed in the central venous catheter, waiting for it to pass for removal of PICC. It is necessary to remove the power PICC and insert a new PICC device."